Event description:
It was reported that this implantable pulse generator (pacemaker) recorded a lead safety switch due to high out-of-range right ventricular (rv) pacing impedance measurements of over 2000 ohms. No oversensing has been noticed and the troubleshooting performed resulted in no issues. The device was reprogrammed as corrective action. X-rays were performed and the results showed an acute bend on the rv lead. This pacemaker remains in service and no adverse patient effects were reported.